Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant, the patient came in for a routine office check and it was noticed that their right ventricular (rv) lead had no capture and unstable thresholds. The lead dislodged and the patient was admitted for lead revision surgery. During the surgery, the patient's blood pressure dropped and cardiac tamponade was confirmed. Pericardiocentesis was performed and the patient's blood pressure recovered. The physician noted that the lead likely perforated prior to the revision, and repositioning opened up the hole. The lead values were normal post pericardiocentesis. The lead is still in use. No further patient complications have been reported as a result of this event.